Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The field service engineer found bent probes. The probes were replaced. An instrument check was performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein/total protein stat on a cobas integra 400 plus. The sample initially resulted in a total protein value of < 0.0 g/dl with a data flag. The sample was repeated, resulting in a value of 0.9 g/dl with a data flag. The 0.9 g/dl value was reported outside of the laboratory to the physician and it did not correlate to the patient's albumin value of 3.4 mg/dl. The sample was repeated a second time, resulting in a total protein value of 7.9 g/dl.

Manufacturer narrative:
Upon review of the alarm trace, multiple "no fluid detected" messages were observed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.